Manufacturer narrative:
No allegation of product malfunction reported. No product will be returned for investigation as product remains in-situ, nor were x-rays provided to confirm alleged event. Labeling review: "... The nerve root retractor or anterior retractors can be used to retract tissue to the anterior border of the spine (i.e., anterior longitudinal ligament) and can be secured using the anterior crossbar (fig. 47). It is recommended that the anterior retractor be removed during any steps that involve impaction..." Product remains in-situ.

Event description:
On (B)(6) 2017 patient underwent an extreme lateral interbody fusion procedure. As per reporter a lesion of the anterior longitudinal ligament was identified during an image. No other information in regards to patient status has been provided.